Event description:
Per the clinic, the patient experienced an infection, fluid discharge and inflammation at the implant site (specific date not reported). Subsequently, the patient was treated with oral and IV antibiotics however, the symptoms did not resolve. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report attached.